Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at the display window corner and cracked reservoir tube lip.

Event description:
The customer's father reported that the customer fell asleep with a blood glucose level of 340 mg/dl. Customer's father stated that the customer programmed a correction bolus which was never delivered. The customer's father stated that the customer woke up nauseous and in extreme pain. The customer's father took the customer to the emergency room where the hospital staff advised them that the insulin pump was not working properly. Blood glucose level at the time of the emergency room visit was 600 mg/dl. While in the emergency room, the customer was administered 20 units of insulin. The customer's blood glucose level at the time that she left the emergency room was 215 mg/dl and 150 mg/dl by the time she went to bed. Blood glucose level at the time of the call was 168 mg/dl. The customer's father was unable to complete troubleshooting as he did not have a tubing clamp available. The customer's father was advised that the device would be replaced and agreed to return it for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.